Manufacturer narrative:
Follow up report 004 (ref natus complaint# (B)(4)). This failure was confirmed and the complaint was verified. Capa004611 was generated in relation to this issue. Conclusion on root cause of this event is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Effectivity check plan carried out on capa004611: complaint trending on the failure mode (melting plastic in battery compartment) to be carried out to measure the effectiveness of the corrective action(s) in reducing the complaints received. (Reference - new battery is part no. 031814 - panasonic: bk200aab). Acceptance criteria: pass: < 1 complaint involving the new battery. Fail: > 0 complaint involving the new battery. Summary of effectivity analysis: complaint analysis was carried out which concluded that there were no related failure mode complaints received relating to the new battery model.

Event description:
Customer reports problem with freefit , free fit melted. No patient involvement. No injuries.

Event description:
Customer reports problem with freefit , free fit melted. No patient involvement. No injuries.

Manufacturer narrative:
Follow up report 001 (ref natus complaint#: (B)(4)). The product has been requested to be returned for evaluation. Awaiting product return.

Manufacturer narrative:
Follow up report 003 (ref natus complaint# (B)(4)). Capa004611 was already opened for this issue. The product has been requested to be returned for evaluation. Final approval of investigation details to be approved, before the final report is submitted.

Event description:
Customer reports problem with freefit , free fit melted. No patient involvement. No injuries.

Manufacturer narrative:
Follow up report (B)(4) (ref natus complaint# (B)(4)). The product has been requested to be returned for evaluation. Awaiting product return.

Event description:
Customer reports problem with freefit , free fit melted. No patient involvement. No injuries.

Manufacturer narrative:
Initial report (ref (B)(4) complaint# (B)(4)). Service confirmed: the device was charging in the docking station engineering confirmed: the battery used was not supplied by (B)(4). For this part the IFU document no. (B)(4) states under section 2.4: batteries: caution: use only the battery types listed in technical specifications note: replace rechargeable battery every year. New batteries must be purchased from (B)(4). Section 11 technical specifications: use only rechargeable batteries supplied by (B)(4). Risk management file review (product and event): the current risk file (B)(4) freefit risk analysis file hazard ID (B)(6). Harm: delay in use of the system or treatment. Cause: excessive temperatures when in contact with the device due to battery failure severity: negligible (0). Risk level: minor (3). Risk review: a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR review: document number (B)(4) 04 jun 2014 was reviewed and product passed all tests according to the contracted manufacturer. Service record review: a search for service data that may be relevant to this issue has been conducted. No further information related to this issue found for this device.

Event description:
Customer reports problem with freefit, free fit melted. No patient involvement. No injuries.